Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional reported that the patient had bilateral knee surgery the day before the report. Since then the patient's back was "killing them" from the pain. A manufacturer representative was requested for reprogramming as stimulation wasn't covering where they wanted. The implant was on and the patient had recent medical tests or electromagnetic exposure from the surgical procedure. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.